Event description:
Per customer difficult epidural for laparotomy multiple attempts, unable to remove catheter so patient asked to arch back and catheter then easily withdrawn but blue missing. Patient underwent MRI ? Fragment not seen. Discussed with neurosurgery ? Surgery not needed. No further adverse patient effects were reported.